Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navlock was damaged making a loose connection with the solera driver.

Manufacturer narrative:
The tap was returned to the manufacturer for analysis. Functional testing found that the tap was returned with no apparent damage. If information is provided in the future, a supplemental report will be issued.